Event description:
Initial result for a pt troponin t was 0.116 ng/ml. When repeated, the results were 0.053 and 0.050 ng/ml. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.